Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited undersensing and continued high thresholds. The rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a remote monitoring transmission for a non-compliant patient, loss of capture was noted on the presenting electrogram. Additionally a lead integrity alert was noted to have triggered more than 7 months earlier due to non-sustained episodes and short v-v intervals. The right atrial (ra) lead was also noted to be undersensing. Reprogramming was performed to increase the rv pacing threshold and the atrial sensitivity. Both leads remain in use. No patient complications have been reported as a result of this event.